Event description:
It was reported that a user of the ilet had a blood glucose reading of 223 mg/dl prior to a meal and called to ask whether they should announce the meal; the agent advised the user to announce the meal, and the user noted uncertainty about why the glucose was out of range. Symptoms included hyperglycemia without additional clinical effects reported. Outcomes included no hospitalization, no alarms, and completion of troubleshooting and education. Investigation included a review of user-reported history and counseling on appropriate meal announcement. Investigation of this case revealed no device malfunction or component issue identified, with glucose elevation attributed to an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.